Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was informed that fe needs to visit the site to perform onsite investigation. No further service info is available at this time.